Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 18 years old. Reported event of peg tube detached. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy tube placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the peg tube detached in the transition zone between the hard and the soft plastic. No part of the device detached inside the patient. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.